Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that inserting PICC it is not safe as the guidewire cap is not tight. In during insertion placer found out that leakage was coming from the guidewire cap. It was reported this occurred with two devices. This report addresses the second device.